Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their first implant was working but then 2 years later, sometime in 2019 the hcp "analyzed it they found the unit had failed, the contacts were bad so they took me into surgery and replaced the battery and the wire". Pt said this problem started two years after the implant and said it was in 2019 but wasn't sure which month.